Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Unknown plate used in veterinary case. Unknown implant date and explant date investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. A cat treated with a synthes 2.0 plate and screws, it was noticed postoperative the plate was bent. This report is for unknown plate. This is report 1 of 1 for complaint (B)(4).